Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm excessive no delivery due to motor error alarm. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm and a motor error alarm. The customer mentions that the device support cap is normal however the insulin pump has been exposed to a high magnetic field. The customer is unable to complete the rewind process and also shows an alarm in the history. The customer does not know her blood glucose. The insulin pump is returning.